Manufacturer narrative:
Upon review of this issue the current inventory of the adjustable straps at altimate medical was tested at 1.5 times the maximum advertised user weight limit. 70 straps were tested internally and of out of those 70, 3 of the straps had one side where the strap tore away from the main seat body. This appears to have been caused by inconsistent manufacturing processes at the supplier who manufactures these straps. Altimate medical is working on updating and adding additional information to the product specifications for this component and is communicating with the supplier regarding their quality control processes.

Event description:
Received an email from our russian distributor that the strap tore away from the padded seat body of the large adjustable seat strap on an easystand strapstand. We were also informed that when the strap failed the suer's brother caught him to prevent the user from falling.